Event description:
It was reported that during a coronary stent post dilatation procedure, the balloon became stuck in the stent. The balloon catheter was dislodged by manipulating the guide catheter. No pt injuries or complications occurred.